Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative cleaned and regreased the candle sticks. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a communication error message. No patient injury was reported.